Manufacturer narrative:
The user reported a low glucose event with sg=157 mg/dl on (B)(6) 2024 at 4.30pm, and bg was not entered at the time. User reported that after they got home they took a bg= 59 mg/dl. Dms review showed sg was 70 mg/dl and bg was not entered on (B)(6) 2024 at 4.27pm. The reported bg of 59 mg/dl was confirmed at 6:21 pm and at the time sg was 83 mg/dl. Dms review, confirmed that the user didn't receive a low glucose alert at the time of the event because the sg values never went below the low alert setting at the time of incident. In associated sensor inaccuracies case, it was determined the system is working within expectations. Overall, bg values entered as calibrations fit sg trends well, with occasional differences due to lag, and calibrations entered during periods of rapid change in glucose. The customer was recommended to keep using the system, entering calibrations when glucose is stable. The customer did not seek medical treatment and treated himself by eating and drinking. Sensor readings closely matched calibrations during the two weeks following the reported event. The user is currently using the system. No further investigation was found necessary for this complaint. B4.date of this report 24 may 2024. D4.primary unique device identifier (UDI) number updated to (B)(4). G3.date received by the manufacturer? 24 may 2024. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where the user reported a hypoglycemic event with no alert from the system due to inaccuracy in sensor readings.